Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect(s) of angina and stenosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2018, a percutaneous coronary intervention (pci) was performed on the proximal circumflex (cx) coronary artery, 90% stenosed lesion. A 3.5x23mm xience sierra stent was successfully implanted. Reportedly, there were no procedure complications. On (B)(6) 2019, the patient started experiencing angina. On (B)(6) 2019, the patient was hospitalized for progressive, unstable angina. An electrocardiogram was performed with indeterminate results and cardiac enzymes were negative. Medication was provided. Per imaging the 3.5x23mm xience sierra stent had restenosed and another pci was performed as treatment. The event resolved without sequela. No additional information was provided regarding this issue.